Event description:
A family member reported that the patient's blood glucose (bg) on (B)(6) 2011 was 568mg/dl with trace ketones. A family member changed out the site and set and the ketones and bg levels resolved. Customer support reviewed the pump with the family member and noted there was an empty cartridge alarm. From the pump history, it was determined that the cartridge was not replaced for two hours, during which time he did not receive insulin. The family member also reported that the site was not changed for four days. The family member reported that the patient has been off of school this week and is out of his normal routine. The patient continues to use the pump with no further issues reported. This complaint is being reported because the patient experienced bg excursions while using the insulin pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).